Event description:
It was reported that the patient experienced unspecified issues with a male sling. The sling remains implanted and a new artificial urinary sphincter was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional information: event, event problem and evaluation codes.

Event description:
It was reported that the patient experienced unspecified issues with a male sling. The sling remains implanted and a new artificial urinary sphincter was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced recurring incontinence.